Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced device deformation/damage/cracking which was noted during use. The following information was provided by the initial reporter: on the third day of the indwelling, the pediatric patient suffered from the rupture of the extension tube and the connecting hub, and the patient was receiving chemotherapy drugs, which caused the loss of nearly 50 ml of the patient's liquid. The patient also needed to replenish the input of 1000 yuan per drug, which caused the double economic loss of the patient and the department.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced device deformation/damage/cracking which was noted during use. The following information was provided by the initial reporter: on the third day of the indwelling, the pediatric patient suffered from the rupture of the extension tube and the connecting hub, and the patient was receiving chemotherapy drugs, which caused the loss of nearly 50 ml of the patient's liquid. The patient also needed to replenish the input of 1000 yuan per drug, which caused the double economic loss of the patient and the department.

Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided final lot number 8025557 and all applicable sub-assembly component lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the sample was returned for evaluation by our quality engineer team. As the sample was chemo-contaminated and the investigative sites responsible for this product do not process chemo-contaminated samples, pictures of the returned sample were taken and inspected. Through examination of the sample, the extension set tubing was found damaged. Based on the investigation results, an exact cause for this defective tubing could not be identified. The extension set is provided for the assembly process by a supplier company. The supplier has been notified of this incident and defect for further investigation and awareness. Our quality team will continue to monitor the production and assembly process for signs of this potential defect and any emerging trends. H3 other text : see h.10.